Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 450 mg/dl. Customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Insulin pump passed displacement test.